Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages, arrhythmia alarms, damaged cable) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled damaging cable connector j704 on the distribution node pca. The root cause of the pulled cable is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages, arrhythmia alarms, and that the belt was damaged.